Event description:
The end user reported the ventilator had been damaged. The ventilator was in use on a pt. There was no pt harm.

Manufacturer narrative:
Sechrist attempted to obtain the ventilator from the end-user. To date, the ventilator has not been returned for eval. Sechrist personnel were able to evaluate the complaint based on photographs the reporter sent, and it was determined that the reported failure was due to the pressure relief valve. In the event the end-user returns the ventilator, sechrist may amend this MDR with additional info.